Event description:
Hil-rom received a report form a hill-rom technician stating the brakes would not hold. The bed was located at the account on the 1st floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the pads needing to be adjusted. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the pads to resolve the issue. Based on this information, no further action is required.